Event description:
Reference complaint (B)(4). Case from clinical study (B)(4). The physician reported that after vitrectomy, posterior capsule incision, membrane stripping, heavy water mesh, coagulation, gas-liquid exchange injection (ta) of right eye, the patient experienced mild elevated intraocular pressure (iop) and underwent an additional medical treatment. The event high iop was resolved.